Event description:
The customer reported that while the unit was in use on a patient, the unit shut down and alarmed. Electrical test failure code 50 (motor speed out of specification) was displayed. The patient was switched to another unit and therapy was continued. No patient injury was reported.